Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 502mg/dl. The customer's current blood glucose level is 545mg/dl. The customer treated high blood glucose levels with manual injections. Troubleshoot was conducted, six bubbles were noted in the infusion set tubing. The customer changed set. It was found that the customer was bolusing incorrectly, which could be by the customer's blood glucose has not come down. The customer is visiting their health care provider and will call back.